Event description:
Customer reported a motor error alarm. She also reported a no delivery alarm. The customer's blood glucose was 317 mg/dl. The customer was unsure whether the motor error alarm occurred during or after a bolus delivery. The customer could not recall any significant events leading to the alarm. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. No unexpected excessive no delivery alarm observed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.